Event description:
The customer observed a false positive architect total b-hcg result for an 18-year-old female patient. The following data was provided (<5.00 miu/ml is negative, >25.00 miu/ml is positive): sample ID (B)(6) initial result was 590.21, which was questioned by the physician, the sample was repeated, and the result was <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6). An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect total b-hcg result on the architect i2000sr, serial number (B)(4). Through an extensive investigation, the fsr found sample crystals on the diverter, load and unload, part number 7-205671-01, which needed to be cleaned, and the arc, probe, list number 08c94-47, leaking and was replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.